Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.6, reference: 2.4, mean: 2.0, confidence limits: 1.3-2.7, result: pass; (B)(6) 2012, 1.5, 2.9, 2.2, 1.4-3.1, pass; (B)(6) 2012, 1.4, 2.4, 1.9, 1.3-2.7, pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported milking pt finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. Strip lot number was not provided; no further investigation is possible. Analysis of the client's data from repeat inratio tests revealed that test results met precision criteria. Root cause could not be determined from the info provided. Customer's improper operational technique was identified in test and may cause unexpected inr results. No strip lot info was provided and no product was expected to be returned. Further investigation for product performance could not be performed. This issue will be subject to tracking and trending. Corrective action not provided at this time.

Event description:
Caller alleged discrepant inratio2 results. Pt self tester results: date: (B)(6) 2012, inratio: 1.6, lab: 2.4; (B)(6) 2012, 1.5, 2.0; (B)(6) 2012, 1.4, 2.4. One hour in between inratio meter and lab testing. Caller reports "milking the finger" to obtain sample.